Manufacturer narrative:
This is 2 of 2 MDR reports filed for this literature article. Initial author of the published article is dr. Won hoon song

Event description:
An e-pub article in journal of endourology reported the results of a study to examine predicators of storage symptoms improvement 3 years after treatment for bph using greenlight hps laser system. A 155 men underwent pvp treatment between 2008 and 2012 and 3 years of follow-up in a retrospective study. The following early post operative complications were reported as 7 cases of frequency clavien level 1 , 8 cases of hematuria (7 clavien I and 1 clavien ii), 11 cases of dysuria (7 clavien I and 4 clavien ii), 3 cases of urgency clavient 1, 1 case of retention clavien I, 1 case of stricture clavien ii and 1 case of clot retention clavien iiia. In addition, late complication of 1 bladder neck contracture was reported. There is insufficient information in the article to determine the number of patients impacted by the reported complications. This report is for late complication of bladder neck contracture.